Event description:
It was reported that the patient had been hospitalized due to apneic events. When the vns device output current was disabled the issue resolved. The patient's neurologist assessed that the apneic events were caused by the output current being too high. The device has since been programmed back on to a reduced output current and the apnea stopped. Device diagnostics were reported to be ok. No additional or relevant information has been received to date